Event description:
It was reported that 9 days post implant it was noted that there was left ventricular (lv) lead dislodgement and no lv capture at max output. Device programming was changed. Patient is aware of non-capture status and requested no further action to be taken--no hospitalization to correct and no clinic visit to be further assessed by physician. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.